Event description:
Procedure: liver resection. According to the reporter: the stapler was loaded and fired without incident. When the surgeon attempted to open the stapler after firing, it was jammed and would not open. The device was received by covidien with tissue in the jaws. The customer could not provide further details.

Manufacturer narrative:
(B)(4).